Event description:
It was reported the patient had decreased energy level and device interrogation noted decreased impedance, no capture and artifact on the atrial lead. The lead was programmed off until replacement procedure. Additional information noted that the right ventricular lead also had decreased impedance, noise and high thresholds. The leads were replaced but remain implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: e2dr01aa implantable pulse generator (ipg), implanted: (B)(6) 2006; 4965-25 implantable pacing lead, implanted: (B)(6) 2006.